Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with three ecr60t cartridge reloads present. Cartridge (b) ecr60t was received with the right side fully fired, left side "ourt" row fully fired and two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. Cartridge (c, d) ecr60t were received fully fired and in good visual condition. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the first reload on each gun is a black reload. During the first application of the second stapler (second overall firing), the black reload misfired around the area of the incisura angularis. On the sleeve/patient side, the out row of staples (in relationship to the stapler not the tissue) formed completely but the two inner rows only formed during the initial 1/6th, while the distal 5/6ths penetrated tissue but did not form. A new stapler was used with another black reload (with seamguard) fired medial to the misfired staple line. That was followed by a green reload fired (without a seamguard). The surgeon continued his usual technique of using gold reloads with seamguard. It appears to be somewhat melted but a clean break. The procedure was completed using same like device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was obtained: the surgeon uses two guns per case, and uses seamguard on all reloads. The first reload on each gun is a black reload.